Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was unknown. The customer that she was hospitalized and her pump had lost battery cap and she was unable to use her pump. The customer admitted herself with high blood glucose. The customer was advised that we sending replacement battery cap.